Event description:
The event occurred on an unknown date involving a tego® connector where the customer reported that for all dialysis patients with a central venous catheter, they placed the tego valves on each branch of the catheter, which they change every 7 days. It has recently become apparent that the silicone part of these valves is defective, causing them to sink in, preventing the use of this valve, which must be changed. This causes the patient to bleed from the branch of the catheter, which is no longer secure. There was patient involvement but unknown adverse event/human harm.

Manufacturer narrative:
The device is available for evaluation- it has not been received. The investigation is pending.

Manufacturer narrative:
Investigation summary no product samples, pictures, or videos were received for investigation. However, the complaint can be confirmed based on the lot history. The probable cause of the torn seal is due to variation on tego seal material which has a direct impact on functional performance of the tego connector with an additional contributing factor regarding uneven adhesive application. The device history was reviewed and the lot number was found to fall under the scope of a corrective and preventative action (CAPA). A CAPA plan has been implemented to address the identified issue. The outcome of the CAPA is currently under evaluation and is not yet finalized.